Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage was adjusted, the generator interface board was replaced, and the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system shut down without command. There is no report of pt injury.